Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate generator where ablation was necessary even when no temperature was being displayed. During the procedure, there was a flashing ring around the slave cable, and during ablation, no temperature was being displayed. The catheter type was changed in the menu, which would temporarily resolve the issue, but initiating further ablation caused the temperature reading to disappear again. The case was completed using the same equipment without any report of patient consequence. It was noted that this had been an ongoing issue. Ablation with no temperature reading can deceive the physician, and possibly cause injury as a result of unwanted ablation. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: pi1-1ftdhcf it was reported that a patient underwent an ablation procedure for atrial fibrillation with a smartablate generator where ablation was possible even when no temperature was being displayed. Follow-up was performed, but the customer declined service. The device was not shipped for repair. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.